Manufacturer narrative:
A device history record review was completed for provided material number 300800 and lot number 220511. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The retained samples were evaluated; however, no broken or damaged cannula has been observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Per the provided feedback, we understand the issue is needle broken. We would like to inform you that the cannula used to manufacture microlance needles complies with the requirements of the iso (international organization for standardization) standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. In accordance, any breakage issue is really rare unless there was some inappropriate use of the product. For example, because of some bending of the needle while injecting. Additionally, the cannula pull out test is evaluated for compliance with the requirements of the standard ¿iso 7864:1993 sterile hypodermic needles for single use every single needle lot before release. We can assure that the probability of finding this issue in our manufacturing process is really low. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needle broke and remained stuck in an abdomen. The following information was provided by the initial reporter: microlance needle 23g from the general laparoscopy pack. Injection tip broke off whilst injecting local anaesthetic into the patient's abdomen. Tip was lodged in patient's abdominal wall. Action: xray was called to locate the injection needle tip which was in the patient's abdomen and not visible on the surface of the skin. Time taken to locate the needle tip using xray was 1 hour.